Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient, that the "wires are loose."

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and had a confirmed fracture. The patient experienced inappropriate therapy due to noise. The rv lead was programmed off and was scheduled to be explanted in the near future. No further patient complications have been reported as a result of this event.